Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. The 45-day follow-up transesophageal echocardiogram (tee) showed no clot or peri-device leak. Sixteen months post implant, the patient had a computed tomography (CT) scan performed for an unrelated condition, and thrombus was found on the face of the closure device. The patient was restarted on oral anticoagulants (oac) in response to the thrombus and was scheduled to have a follow-up tee a few months. No further patient complications were reported.